Event description:
A patient undergoing therapeutic plasma exchange (tpe) for chronic rejection post heart transplant died several hours following a tpe procedure. The hospital investigation determined that the patient's death was completely unrelated to the tpe procedure. The customer stated the patient tolerated the tpe procedure well with no side effects or reactions. The customer stated they reported this as a sentinel event because the patient died within 24 hours of the procedure. The customer would not provide the patient identifier, age, or weight citing hipaa limitations. The disposable set is unavailable for return for evaluation. This report is being filed due to the reported patient death.

Manufacturer narrative:
(B)(4). Investigation: the customer stated that the hospital performed an investigation and determined that the tpe procedure was ruled out as a causative factor in the patient's death. An autopsy was performed on the patient's chest and abdomen. The pathologist reported that the cause of death was related to heart disease and was not related to the apheresis procedure. The customer did not provide a lot number, so a device history record search could not be performed. All lots must meet acceptance criteria for release. Root cause: based on the autopsy results, the cause of death was related to the patient's disease state and was not related to the apheresis procedure.